Event description:
Reportedly, during pt use, a "control rom failure" alarm occurred. Per the distributor, although the ventilator continued to ventilate, the pt was changed to another unit to prevent patient injury. There were no further adverse pt effects reported.

Manufacturer narrative:
(B)(4). Although requested, additional patient info was not provided.